Event description:
It was reported that the customer is experiencing high blood glucose. Customer went to bed with blood glucose of 150 mg/dl. Woke up in the morning with a blood glucose reading of 440 mg/dl. The basal rate was okay. Customer had corrected the high with a manual injection. The current blood glucose reading is 397 mg/dl. Customer treated with a bolus. Customer was vomiting, exhausted and thirsty. Customer reported a low blood glucose event. Customer had a seizure with a low blood glucose of 20 mg/dl. The physician had changed the settings and caused the low. The settings were changed again and she went high to 400 mg/dl. Customer stated that the drive support cap is flush. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all fucntional testing. After testing, it was concluded that the device operated within specifications. The drive support was inspected and no anomaly was noted.